Event description:
The customer contacted physio control to report that their device would not recognize a connection through its therapy connector. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
The device was not evaluated by physio control as the customer declined to have the device repaired. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device would not recognize a connection through its therapy connector. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no reports of patient use associated with the reported event.